Event description:
Customer reported receiving a motor error alarm on the insulin pump during priming. Customer stated that they were able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional tests. No unexpected no delivery alarm or motor error alarm noted during testing. The motor was tested outside of the device and passed. No cosmetic damage noted.